Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed hardened medication throughout the set. During pressure testing the set leaked at the engagement between the male luer of the bifuse extension set and the maxzero connector of the quadfuse extension set. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process during final assembly.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.